Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer wanted information on the efficia dfm100 defibrillator regarding the operational tests as there were several failures. There was no patient involvement. The customer reported they have a dfm 100 failure. The efficia dfm100 defibrillator, model # 866199 is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united state under device model 861290.